Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. Insulation abrasions breaching the ring electrode cable lumens were noted at 2.7 cm to 4.9 cm and at 3.7 cm to 5.2 cm from the distal tip. An insulation abrasion exposing the inner coil was noted at 5.6 cm to 5.9 cm from the distal tip. The abrasions were consistent with constant friction with another implantable device.